Event description:
Same case as MFR report #: 2134265-2010-04604, 2134265-2010-04607. (B)(4). It was reported that following a carotid artery stenting treatment procedure the patient experienced a cerebral infarction. Two carotid wallstents were advanced over a filterwire ez and placed in a 61% stenosed unspecified lesion during the index procedure. The same day post procedure the patient experienced an ipsilateral cerebral infarction. The patient was treated medically with novastan hi and cataclot. The cerebral infarction was confirmed by a neurological assessment immediately after the index procedure. MRI was performed showing the location of cerebral infarction was the ipsilateral side (left side). Infarctions were spread across left cerebral area. Immediately following the index procedure the patient experienced right sided paralysis and inability to talk. Currently, the patient continues to experience right sided paralysis and a speech deficit limiting the patient to a single word. The physician felt that the event was a result of the index lesion having vulnerable plaque, atherothrombosis, and calcification. There was possibility that debris was released from the filterwire while removing the wire from the patient, causing the cerebral infarction. There was no problem noted for the filterwire. The physician assessed the cerebral infarction as unrelated to the carotid wallstents. The physician assessed the cerebral infarction as related to the filterwire. Two days post procedure the patient developed hyperperfusion syndrome and convulsive seizures which was treated with aleviatin. The physician assessed the hyperperfusion syndrome as unrelated to the carotid wallstents and the filter wire.

Event description:
It was further reported that the patient had convulsions at the closure of the index procedure with a neurological assessment performed immediately after the procedure. Then, MRI was performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).